Manufacturer narrative:
(B)(4). Upon review of the information received it was determined that this event was previously reported under 3005075853-2019-18683. All additional information will now be captured under this report #.

Event description:
On hold by yale k. 02-14-2023

Manufacturer narrative:
(B)(4) batch # t9201f following the initial analysis, the device was received for a secondary review. The device was received fully assembled with no clip in the jaws but 16 clips remaining in the clip track. Upon examination of the clips, it was noted that the clip closest to the jaws was oriented sideways while the following 15 clips were in the correct position. The applier was cycled and due to the sideways/stuck condition of the first clip, no clips were able to be fed into the jaws. It was noted that the feed bar ar was moving correctly which confirmed this was not a feeding issue due to internal components. The device was then disassembled and examined and no further anomalies were noted with the internal components and the clip track was also disassembled which further confirmed the sideways oriented clip. In conclusion, the device had feeding issues due to the clip closest to the jaws being in a sideways orientation, causing a jam, therefore the ac selected is clip jammed in the clip track. No conclusion could be reached as to what may have caused the clip jamming. A manufacturing record evaluation was performed for the finished device lot t40113 number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch t9201f number, and no non-conformance were identified.